Event description:
A customer reported error message ¿3019 washer low¿ occurred after emptying the waste container on the aia-360 analyzer. The customer stated the washer bottle was full. Technical support specialist (tss) instructed the customer to prime the system with a bf washer and sampler diluent multiple times and the issue was resolved. The customer called back and is having the same problem, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2) and creatine kinase mb (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. While troubleshooting with the customer, fse confirmed the complaint by reviewing the error logs. Fse instructed the customer to reseat the connections on the wash bottle cap and check the lead wire connections in the back of the analyzer. Fse also instructed the customer to replace the lead wire level sensor cable and the complaint was resolved. The customer repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (3019) washer low description: insufficient wash solution. Troubleshooting: replenish the wash solution. The most probable cause of the reported event was due to the faulty level sensor lead wire cable.